Event description:
Customer reported unit is making a very loud banging noise, when doing exposure then shuts down.

Manufacturer narrative:
Gehc surgery personnel checked all candlesticks and regreased all took fluoro and did get arch from tube will order new x-ray tube return and installed new x-ray tube did calibration of tube performed functional checks, system operating as intended.